Event description:
Caller states the pt tested >8.0 inr on the coaguchek test system and 4.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system, however, caller advises no strips are available for return. Coaguchek test system: meter, strip lot 434a, exp 04/30/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip lot 434a.